Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - impactor. H10: this device was erroneously reported under an incorrect MFR and is now being submitted under the appropriate MFR. See original report 0001822565-2025-00878.

Event description:
It was reported that an impactor fractured. There was no known impact or consequences to the patient. There is no further information available.